Event description:
During a follow-up, increased capture was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. While attempting to reposition the rv lead, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received that there was a decrease in sensing which resulted in undersensing on the rv lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection and x-ray examination of the lead found the helix to be partially extended, stretched, and bent. The helix mechanism/ extension length test couldn¿t perform due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix consistent with procedural damage.

Event description:
Additional information was recieved that the increased capture threshold resulted in loss of capture on the rv lead.